Event description:
Per the clinic, the patient experienced magnet dislodgement during MRI (1.5 tesla). The patient's head was wrapped as an approved indication in europe. Surgery to replace the magnet is planned but has not taken place at the time of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, surgery to correct the magnet position has been completed on (B)(4), 2012.this report is filed july 31, 2013. Implanted device remains.